Event description:
It was reported that during use with a bd vacutainer® k2e 3.6mg plus blood collection tubes clotting occurred. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: clotting issue edta tubes.

Manufacturer narrative:
Investigation: bd had not received samples or photos for investigation. Therefore, 60 retention samples from bd inventory were analyzed for edta content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2e 3.6mg plus blood collection tubes clotting occurred. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: clotting issue edta tubes.